Event description:
It was reported that, after a tka-bcs construct had been implanted on the patient's right knee on (B)(6) 2009 (bilateral patient), the patient experienced the fracture of the tibial insert and synovitis. A revision surgery was performed on (B)(6) 2019 to treat this adverse event; the insert was explanted. The patient was discharged a day later in overall good condition.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the right insert post-fracture was the root cause of the revision, and although the root cause of the post-fracture could not be definitively concluded, the symptom onset reportedly occurred following ¿a pop in knee¿ during the activity of bending and twisting the knee/¿putting his leg up¿. The assessed patient impact was the instability, clunk, synovitis/synovectomy, post-fracture and insert revision. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
*Us legal* it was reported that, after a tka-bcs construct had been implanted on the plaintiff's right knee on (B)(6) 2009, the plaintiff experienced the fracture of the tibial insert. A revision surgery was performed on (B)(6) 2019 to treat this adverse event; the insert was explanted. The plaintiff's outcome is unknown.